Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, and the left ventricular lead was not capturing. Both leads were capped, and the rv lead was replaced. No patient complications have been reported as a result of this event.